Event description:
Authorized distributor in (B)(6) reports domestic repair of device, replacing the ptu board, after having encountered the device giving function failure error 2 and error 30. Based on the information rec'd, the potential risk associated with the reported event is classified as critical since a defective ptu board, would lead to termination of treatment with a high priority alarm. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital.